Event description:
It was reported that the customer hd a button error alarm on the insulin pump. The customer's blood glucose level was 172 mg/dl. The customer was asked if she recalls leading to the alarm. The customer respond that she was just setting when the alarm occur. The customer was advised that the insulin pump need to be replaced. The customer was advised to disconnect use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).